Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 lead implanted: (B)(6) 2014; 4398 lead implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was rising. Analysis of the device memory indicated a lead impedance out of range alert. Analyst commented, on (B)(6) 2014, rv coil impedance measured 101 ohms. An rv lead impedance warning occurred (B)(6) 2014 for lead impedance of 101 ohms.

Event description:
It was reported that a right ventricular (rv) lead patient alert was triggered because of high coil impedance value. No intervetion was performed, however device reprogram and patient monitoring were suggested. No patient complications have been reported as a result of this event.